Manufacturer narrative:
(B)(4). The device was manufactured may 5, 2016 ¿ may 6, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed evidence of white drug residue at the connection of the blue winged luer cap and the luer, indicating that leakage had occurred. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified port. This occurred after filling with an unspecified amount of fluorouracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.